Event description:
On (B)(6), the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving bg readings of 318 mg/dl, 90 mg/dl, and 101 mg/dl from her dario meter within a period of 10 minutes.

Manufacturer narrative:
After two emails were sent by dario's representatives to the user, the user responded that she would attempt to do the troubleshooting that was sent to her and will contact us if her issue persists. There is not enough information available to further investigate this case. Therefore, no resolution is available.